Event description:
Reporter alleged blood glucose measured #hi# compared back to back with the nurse meter result of 152 mg/dl when testing was performed minutes apart. Customer stated nurse advised him to go to the hospital however customer indicated he did not go. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.